Event description:
The guideliner v2 was used to facilitate placement of a stent during a clinical procedure. When the physician inserted the balloon with the stent into the guideliner, the balloon sheered off and the stent detached inside the guideliner. All devices were removed without harm to the patient. No patient impact was reported.